Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was 197 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it was exposed to a changed in altitude. Customer also reported to have received a failed battery test alarm after the battery has been removed and changed. No failed battery test alarm troubleshooting was performed. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.